Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented to the facility with pain in the lower right limb. A CT was performed and it was confirmed the right limb had occluded. The physician performed a femoral-femoral bypass surgery resolving the event. The physician stated that the patient¿s terminal aorta was as narrow as 17mm in diameter, which would be the cause of limb occlusion. Also, the 16mm in diameter of main body¿s ipsilateral limb and contralateral limb seems to be too wide for japanese vessel per the physician. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received regarding the patient's aortic diameters. The proximal neck was 25-28 mm in diameter and 60 mm in length. The right common iliac artery was 15 mm in diameter. The left external iliac artery measured 9.5-8 mm in diameter. Film review analysis: review of returned cta¿s from 2-days post implant revealed that the bifurcate was positioned just below the renals; the ipsi limb + extension were positioned down into the left external iliac, and the contra limb within the right common iliac. Within the distal aorta the contra limb was severely compressed; the minimum ID within the 18mm diameter distal aorta was 3mm. The ipsi limb ID was approximately 9mm. Both limbs were patent. The right limb expanded out to 13mm in the right iliac artery. The max aaa diameter measured 4.9cm, and no endoleak or other issues were seen. Films from 2-months post-implant revealed that the contra limb was totally occluded beginning at just above the flow divider. The contra limb was again seen squeezed down to <(><<)>3mm ID within the small diameter distal aorta. Distal to the compression, within the right common iliac, the contra limb ID opens to 12mm. The blood flow resumes distally at the right external iliac artery. The ipsi limb is patent. The max aaa diameter is 4.8cm. Films from 2-1/2 months post-implant revealed that a fem-fem bypass has been placed. The contra limb was again totally occluded beginning just above the flow divider. The ipsi limb is patent. The max aaa diameter is 4.8cm. The likely cause of the occlusion appears to be anatomy related; implanting within a small diameter distal aorta.